Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. Other relevant device(s) are: product ID: enveor-us, lot: 0008459323, use by date: 2018-01-20. UDI: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the delivery catheter system (dcs) was pulled up while the valve was released causing the valve to dislodge into the sinuses. The valve was snared and pulled into the ascending aorta. Subsequently, a second transcatheter bioprosthetic valve was implanted. No adverse patient effects were reported.